Event description:
A patient reported experiencing inaccurate erratic results with a ot ultra meter. The patient's blood glucose results were 580mg/dl,320mg/dl,345mg/dl. Tests were done <10 minutes apart with a difference of 37%. Patient did not experience any adverse events. No further information has been reported.